Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third-party service agent evaluated the customer's device and verified the therapy cable was not detected. The illuminated service led could not be verified. It was observed that there was a break in the therapy cable, near the connector, which resulted in a cable connection not being detected. After replacing the therapy cable and performing some other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Device not evaluated by manufacturer.

Event description:
A third-party service agent contacted physio-control to report that their customer's device had illuminated its service led and it would not detect the connection of defibrillation electrodes. In this state, the device may not be able to deliver therapy, if it were needed. There was no patient use associated with the reported event.

Event description:
A third-party service agent contacted physio-control to report that their customer's device had illuminated its service led and it would not detect the connection of defibrillation electrodes. In this state, the device may not be able to deliver therapy, if it were needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Initial report sent to FDA of the initial MDR should have indicated ¿ no.